Manufacturer narrative:
Customer (person): phone: (B)(6). Occupation: clinical products advisor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a leak was discovered at the hub of a turbo-ject® double lumen over-the-wire power-injectable PICC. The line was inserted into the right antecubital fossa on (B)(6). The patient was receiving treatment at another facility when staff noticed a leak at the hub and IV tubing of the lumen in use. External length of the catheter was 7cm to the skin. The line was then removed and replaced so that critical treatment could continue. It was noted that there was evidence of skin disruption around the insertion site.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) (new zealand) informed cook that on 23may2022 the extension tube in a turbo-ject double lumen over-the-wire power injectable PICC (rpn: upicds-5.0-CT-otw-st-1111, lot: unknown) was leaking. The line was inserted on (B)(6) in (B)(6), but the patient was receiving treatment at (B)(6) when the leak was noticed. The line was replaced and evidence of skin disruption around the site was noticed. It was reported that there were no adverse effects due to this incident. Reviews of the documentation, including the instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. However, a photo of the product was provided for review. It appeared that leakage was coming from the joint between the batwing hub and extension tubing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be completed due to the lack of lot information from the facility. Cook reviewed the sales history for this customer but was unable to identify the complaint lot. Evidence gathered upon review of the dmr does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_ctpiccotwtt_rev3] ¿turbo-ject over-the-wire peripherally inserted central venous catheters,¿ provides the following information to the user related to the reported failure mode: intended use ¿-the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated.¿ warnings ¿the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter.¿ precautions ¿if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.¿ catheter maintenance ¿after catheter placement and prior to use, tip position and lumen patency should be confirmed by free aspiration of venous blood. If catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock.¿ instructions for use power injection procedure ¿4. Attach a 10 ml (or larger) syringe filled with sterile normal saline to the hub of the extension tube to be used for power injection. 5. Ensure adequate blood return and flush catheter thoroughly with the entire 10 ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure.¿ based on the information provided, examination of product photos, and the results of our investigation, it was concluded that device design contributed to the event. This failure was investigated under a previous CAPA that found the root cause was related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.